Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp0701 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there "was leaking left PICC to trouble shoot- was seen in ER, PICC inserted in july left arm. Stated leaking at exit site with flush of saline, pink at exit site. Pt reports PICC worked "fine" until tuesday and leaking found. PICC removed, did send blood cultures and tip. Upon inspection and flush of removed PICC there is a "pin hole' in the line. Patient sent to ER for assessment as no doctor to support here. Potential for central line associated bloodstream infection. Awaiting blood culture results."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed blood residue throughout the returned sample. The ink on the extension leg was observed to be worn and faded. A microscopic observation revealed a circumferential split approximately 4.5 cm distal to the molded joint. The edges of the split were observed to be rough but mostly straight with an uneven and granular surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the edges of the split as well as the side of the catheter opposite the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redp0701 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there "was leaking left PICC to trouble shoot- was seen in ER, PICC inserted in july left arm. Stated leaking at exit site with flush of saline, pink at exit site. Pt reports PICC worked "fine" until tuesday and leaking found. PICC removed, did send blood cultures and tip. Upon inspection and flush of removed PICC there is a "pin hole' in the line. Patient sent to ER for assessment as no doctor to support here. Potential for central line associated bloodstream infection. Awaiting blood culture results."